Event description:
It was reported by the surgeon that the head fractured. Patient was revised.

Manufacturer narrative:
A evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in supplemental report.